Manufacturer narrative:
On (B)(6) 2022, mentor updated coding to more accurately reflect the event- the patient experienced dissatisfaction with the outcome of their procedure. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention for skin adjustment. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a female patient underwent a breast augmentation with a 280cc mentor memoryshape breast implant and experienced asymmetry on the right side post-operatively. The patient underwent surgical intervention via a skin adjustment to reduce the size of their areola. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2022, mentor updated the date of implant per received information. Manufacturer¿s reference number: (B)(4).